Event description:
The customer's mother reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 22 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer's mother stated that the insulin pump read that there were 160 units of insulin remaining in the reservoir, but a visual inspection of the reservoir revealed that there were only 100 units of insulin remaining. The customer's mother also stated that she thinks the insulin pump is continuing to deliver insulin after it is placed in the suspended mode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.